Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in an adult female patient (gravida 4, para 2) who had essure (ess205) (batch no. 625898) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 and miscarriage in 2007. Previously administered products included for an unreported indication: yaz in 2007. Concomitant products included hydrocodone and morphine. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy outcome was unknown. The reporter considered ectopic pregnancy to be related to essure (ess205). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (ess205) (batch no. 625898 invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage in 2007. Previously administered products included for an unreported indication: yaz. Concomitant products included hydrocodone and morphine. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.